Manufacturer narrative:
(B)(4). The catheter and the broken tip were returned to manufacturer. Investigation revealed that the tip was broken off at approx. 3mm from tip end, and the trace of pulling force and severe deformation were observed at the breakage site. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped products are inspected for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation of returned devices, it is inferred that the distal end of the catheter was trapped in the heavily calcified cto lesion, the tip was pulled apart due to the force exceeding the product design limit when pull back manipulation was made to the catheter. IFU describes: as contraindications: do not use this microcatheter in advanced calcified lesion. As warnings: do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.) If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) And as possible malfunctions and adverse effects; "separation".

Event description:
Reportedly, to treat the heavily calcified cto lesion at #2 rca, after a guidewire was advanced through the lesion, subject catheter was advanced over the guidewire to #4, the guidewire was exchanged with another guidewire to stretch the vessel. When the catheter removal attempted, it was found that the tip end was broken apart and the broken fragment was remaining on the guidewire. During the repeated attempt of removal of the guidewire, it came back into the guide catheter, the broken fragment of the catheter was removed out with the guidewire. Patient was discharged with no observed complication.